Event description:
Reporter stated the infusion sets have leaked insulin over the past 2 months. The patient noticed the self-adhesive became wet and believes the leak occurred at the cannula housing. Her blood glucose elevated to 400 mg/dl, and she was capable of self-treatment. The alleged product was requested for evaluation.

Manufacturer narrative:
The complaint describing a leaky infusion set cannot be verified. The material meets product specifications. The used and unused headsets were visually inspected and tested for flow and tightness. The test results were within specifications.

Manufacturer narrative:
The event occurred in (B)(6).